Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor won't power up) was confirmed. As received, was resetting. The cause for the resets was isolated to a defective digital signal processor (dsp) u500 on the monitor ca board. The root cause of the defective u500 component could not be positively identified. No adverse event resulted from the defective u500 component. The pt received a replacement monitor.

Event description:
A (B)(6) male pt called zoll customer support to report that his monitor would not power up. The pt was issued a replacement monitor.